Manufacturer narrative:
It was stated the dissection of the sternum was not made in the midline of the patient's sternum, it was made off center. Yet when the plates were placed on the sternum, they were positioned as though the dissection was midline. Therefore the screws were too close to the dissection, in conjunction with premature ambulation (patient was discharged on a walker 5 days post op, and having a bmi of 49, the screws pulled out of the sternum. There is no indication of plate or screw malfunction. The user facility is foreign; therefore a facility medwatch report will not be available. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. There were 3 different part numbers that were explanted, please see MDR 1032347-2011-00031 to 00033.

Event description:
It was reported the patient had plates and screws implanted for sternal closure on (B)(6) 2009. The screws pulled out of the bone and a revision surgery was performed on (B)(6) 2009.